Manufacturer narrative:
The insulin pump was received with no unexpected no delivery alarm noted during our testing. The insulin pump passed displacement, rewind, basic occlusion, prime/a33, excessive no delivery and occlusion tests. The insulin pump has cracked reservoir tube lip and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and that he had to change the insertion site about 20 times within the past month. The customer was still receiving the no delivery alarm. The customer's blood glucose was 267 mg/dl. The customer further mentioned that the insulin pump would alarm even when not connected to the body and without the reservoir inside the compartment. The customer did not experience any bent cannulas. After troubleshooting, the customer was advised that their insulin pump needed to be replaced. The customer was advised to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.